Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Technical support engineer (tse) advised customer to check the drape film condition and reseat the adapter or instrument, if issue recurred. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided and phone support details.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer informed the technical support engineer (tse) that the universal surgical manipulator (usm)1 moved unintuitively but was resolved without any troubleshooting. The tse reviewed the system error log but found no related errors. The customer continued with the procedure using the same system configuration. No known impact or patient consequence was reported.